Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015. The physician performed a hysteroscopy and a laparoscopy and visualized "a fundal perforation approximately 5mm in thickness." There was no bowel injury. The novasure procedure was aborted. The pt was admitted into the hosp for "4 days post-op." The pt received antibiotics and no other issues were identified. The pt was discharged home on (B)(6) 2015. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).